Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
I use bd syringes to apply botulinum toxin. The plunger has been extremely hard, reducing the precision we have to have during application. Many times, more toxin is infiltrated per point than it should be, because, when using a lot of force, more units are added at once, unintentionally.¿

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: b5. Describe event or problem.

Event description:
I use bd syringes to apply botulinum toxin. The plunger has been extremely hard, reducing the precision we have to have during application. Many times, more toxin is infiltrated per point than it should be, because, when using a lot of force, more units are added at once, unintentionally.¿